Event description:
Reporter indicated a vns pt was having increased seizures. A battery estimate performed for the generator revealed the years remaining was negative, indicating vns end of service is likely nearing. Generator replacement surgery appears likely. Attempts for further information are in progress.